Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored atrial tachy response (atr) episode. Technical services (ts) reviewed device episode data and determined that the atr episode was due to extra atrial pacing resulting in cross-chamber blanking of the ventricular beat. This eventually led to one-to-one conduction marked as atrial fibrillation (af). Ts discussed options for optimizing programming and sensor. No adverse patient effects were reported. Currently, this ICD remains in service.